Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the problem and found the incubator rotation error was caused by the software. Customer performed a version up and system is up and running. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was old software.

Event description:
On (B)(6) 2016, a customer reported incubator rotation home error 4401 and overrun error 4407 with their aia-2000st analyzer. The customer is unable to run afp, bhcg, fsh, lh ii, prog, prog ii, and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp, bhcg, fsh, lh ii, prog, prog ii, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.